Event description:
Underdelivery reported. The pump was set to infuse total parenteral nutrition 1400ml with a one hour taper up and taper down at a rate to deliver over 11 hours, no keep vein open, no air alarm selected. On 12/13/98, infusion began at 6:45pm, and in the morning on 12/14/98, it was reported that 675ml remained in the bag. On 12/14/98, infusion began at 7:00 pm, and in the morning on 12/15/98, it was reported that 650ml remained in the bag. The events were not discovered until the morning as the pump did not alarm. The pt was switched to another pump with no subsequent or additional problems reported.